Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the balloon rupture was confirmed. Based on a visual functional, and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a right superficial femoral artery. An 8 x 40 mm armada 35 was advanced to the lesion and when inflating the balloon a hole was observed in the balloon. Another same size armada 35 was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.